Event description:
Treatment of a rica (right internal carotid artery) aneurysm. It was reported that that patient underwent pipeline embolization treatment a year ago involving two pipelines. Both of the pipelines required manipulation of the marksman catheter to release them from their capture coils.it was reported that the aneurysm has re-grown and the patient is currently in ICU (intensive care unit) with a headache.same event as MDR# 2029214-2013-00453.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).